Event description:
It was reported that during a laparoscopic lung procedure, the surgeon clamped down on the tissue and fired. The staples were malformed on the tissue. The surgeon was able to finish the case laparoscopically. It is unknown how the case was completed. Patient consequences are unknown.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:the procedure was a thoracotomy, the product was ple60a. It was the first firing of the device with a green cartridge. As the device was fired, there was a weird sound. When the device was released and jaws unlocked, the staple line was cut but the staples were malformed. The device was reloaded with another green cartridge, the results were the same. They opened a new device, everything went fine. No buttressing material used, not fired across an existing clip or staple. The handles returned to the original position without intervention.

Manufacturer narrative:
(B)(4). Damaged anvil. The analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. No abnormal noise was noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.